Event description:
An 8mm diameter x 60mm length aurora biliary stent system was implanted into a pt for the treatment of an unk lesion. It was reported that after the stent was deployed and during removal of the delivery system the inner member detached from within the luer of the delivery system in a section of the device located outside the pt. The detached inner member was removed in the entirety from within the pt using a suction device. The pt was reported to be fine.

Manufacturer narrative:
Evaluation summary: the device was returned to medtronic and its evaluation has been completed. The inner member was confirmed to have detached and this was likely related to inadequate amount of adhesive to bond the inner member.